Manufacturer narrative:
Device passed the rewind basic occlusion test, prime/compromised force sensor system test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Unable to perform excessive no delivery test or occlusion test due to motor anomaly. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with minor scratches on lcd window. Device received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Device received with broken reservoir tube lip and belt clip slot. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed a motor error alarm during a set change. Customer's blood glucose was 313 mg/dl. Customer's father reported the device had alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.